Event description:
The generator and lead were received by the manufacturer. Product analysis on the generator was completed. Analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found. Product analysis on the lead has not been completed to date.

Event description:
Product analysis was completed on the lead. Set-screw marks were identified at the end of the connector pin, indicating that the lead pin had not been fully inserted at one time. However, additional set-screw marks were found that indicated at one time, a good mechanical an electrical connection was present. It is unclear if the set-screw markings near the end of the pin contributed to the recent high impedance event. An abraded opening was found. However, only the outer tubing was abraded. No discontinuities were identified during the continuity tests and analysis was unable to confirm the presence of a lead fracture. However, it was noted that the portion of the lead with the electrodes were not received.

Event description:
It was reported that the patient was referred for a lead revision due to a suspected lead break. It was also reported that the patient experienced minimal discomfort and intermittent vocal hoarseness. Further follow-up found that the patient had been doing yard work and felt discomfort in his upper left chest. The normal mode of the device was programmed off and the magnet mode left programmed on. The physician later performed diagnostic testing which indicated that there was high impedance in the system. The patient was referred to surgery where the generator was first replaced and the existing lead was inserted into the new generator. However high impedance did not resolve which indicated an issue with the lead. The lead was then replaced and the new lead and new generator functioned within acceptable limits. The explanted lead and generator have not been received to date.

Event description:
The surgeon reported that the lead replacement was to preclude serious injury.

Event description:
Follow up with the surgeon revealed that the high impedance value previously reported was observed after the new vns generator was implanted. The lead was replaced after the high impedance was observed on the new generator.